Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on top case on the side by the tube holders and cracked on bottom case. Force sensor test found in the event history log. Force sensor test error was found at power up process and unable to calibrate the force sensor at low standard. The root cause of the reported issue was found to be fluid ingression on the inside plunger assembly. Replaced the whole plunger assembly, plunger tube and plunger cable. Performed power up process and all functional tests which passed.

Event description:
It was reported that the force sensor occurred. No patient injury was reported.